Manufacturer narrative:
(B)(4). The part of the deployment line and the entire delivery catheter were returned for investigation. The following observations were made: the deployment line measured approximately 112 cm long with two single fibers coming from the end that measured 110 cm and 104 cm. Two braided fibers coming from the same end measured 16 cm and had two single fibers measuring 1 cm coming from the end. The remainder of the device appeared unremarkable. Based on the device examination performed, no manufacturing anomalies were identified to which the event could be definitively attributed.

Event description:
The patient underwent an endovascular transjugular intrahepatic portosystemic shunt procedure for unknown disease and was implanted with gore® viatorr® tips endoprosthesis with controlled expansion. To extend the viatorr® tips endoprosthesis a gore® viabahn® endoprosthesis with propaten bioactive surface was implanted using an amplatz guidewire and 12fr sheath (cook). It was reported that deployment of the viabahn® endoprosthesis ¿was a bit hard¿. Reportedly, the proximal tip did not expand properly. To unfold the device the physician decided to mechanically manipulate it with sheath, delivery catheter and guidewire. Eventually the viabahn® endoprosthesis expanded. Reportedly, the delivery catheter and deployment line were removed from the patient without issues. The patient outcome was good.

Manufacturer narrative:
G5 ¿ pre-1938: corrected entry: "no".